Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported needle to cuff miss could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. The arteriotomy was a 6f. Reportedly, the first proglide suture was successfully placed using the preclose technique. A cuff miss occurred with the second proglide device. The suture of a third proglide device was successfully placed using the preclose technique. The sheath was upsized to a 9f then a 12f and the aaa procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures (first and third proglide devices). There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.